Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends.

Event description:
63b electrodes are causing burning sensation, redness and skin irritation. It was reported that the patient has been experiencing burning sensation, redness and skin irritation from the electrodes. She says she actually contacted customer service with the same issue in the recent past. She says they sent her some different electrodes but she is still having the same problem. The patient states has been changing the application site regularly. The patient called back regarding the skin irritation. The patient stated that the 63b electrodes irritated her skin. The patient reports that she did not do the time test at all. She stated that the skin is very irritated at this time. The patient has sensitive skin. The patient was advised to do a time times with the 63b electrodes and to call the sales rep back with any issues. The did the time test and was able to get up to four or five hours stimulation. The patient states that the 63b electrodes are burning her skin again and she cannot take it". The irritation/burning was painful. The patent does take blood pressure medication. She did not make any changes to detergents, creams, soaps or medication. The patient states that she does not believe that she is allergic to adhesive. The patient's doctor did not prescribe anything for the skin. The doctor advised the patient to discontinue treatment due to severe burns from the 63b electrodes.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
63b electrodes are causing burning sensation, redness and skin irritation. It was reported that the patient has been experiencing burning sensation, redness and skin irritation from the electrodes. She says she actually contacted customer service with the same issue in the recent past. She says they sent her some different electrodes but she is still having the same problem. The patient states has been changing the application site regularly. The patient called back regarding the skin irritation. The patient stated that the 63b electrodes irritated her skin. The patient reports that she did not do the time test at all. She stated that the skin is very irritated at this time. The patient has sensitive skin. The patient was advised to do a time times with the 63b electrodes and to call the sales rep back with any issues. The did the time test and was able to get up to four or five hours stimulation. The patient states that the 63b electrodes are burning her skin again and she cannot take it". The irritation/burning was painful. The patent does take blood pressure medication. She did not make any changes to detergents, creams, soaps or medication. The patient states that she does not believe that she is allergic to adhesive. The patient's doctor did not prescribe anything for the skin. The doctor advised the patient to discontinue treatment due to severe burns from the 63b electrodes.